Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the right ventricular (rv) lead pace/sense channel resulting in four seconds of pacing inhibition and caused detection. There was no inappropriate shocks. A revision procedure was performed and the rv and the competitor's left ventricular (lv) lead were switched in the header. It was noted that the patient is dependent, but had no syncope as a result of the pacing inhibition. Technical services (ts) discussed implications of the pace/sense leads being switched in the header. The field representative indicated that they induced the patient and had appropriate detection and therapy. There were concerns of rv oversensing in the lv port and still having pacing inhibition.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. [Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected.] The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently, this device was explanted and returned for analysis.